Event description:
It was reported that bd¿ eccentric luer slip tip syringe ce mark sterile had a damaged tip. The following information was provided by the initial reporter: "broken barrel".

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Manufacturer narrative:
The following fields were updated due to additional information: d.9. Device available for eval?: yes. D.9. Returned to manufacturer on: 1/20/2022. H.6. Investigation: sample and photo received for investigation. Upon visual inspection, the tip appears damaged and deformed. A device history review was performed for lot 2105010 no deviations or non-conformances were identified during the manufacturing process that could have contributed to the reported issue. Possible root cause is associated with transport of the barrel from molding to assembly machine.

Event description:
It was reported that bd¿ eccentric luer slip tip syringe ce mark sterile had a damaged tip. The following information was provided by the initial reporter: "broken barrel."